Manufacturer narrative:
Issue of bands deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02905 and manufacturer report #3005099803-2015-02960 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands of the first device (captured by manufacturer report #3005099803-2015-02905) deployed simultaneously inside the patient. A second speedband device (captured by manufacturer report #3005099803-2015-02960) was used but it was noticed that the first and second bands were intertwined with each other and failed to deploy outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the ligator head found five (5) bands present and were moved out of position. Damage was noted with the ligator head teeth with one broken off. The suture was observed to be intact and attached to the trip wire loop. It was also noted that the trip wire was secured in the handle assembly slot upon receipt for evaluation. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees with audible click was and indents felt; no issue was noted with the handle assembly. Based on the evaluation of the device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02905 and manufacturer report #3005099803-2015-02960 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands of the first device (captured by manufacturer report #3005099803-2015-02905) deployed simultaneously inside the patient. A second speedband device (captured by manufacturer report #3005099803-2015-02960) was used but it was noticed that the first and second bands were intertwined with each other and failed to deploy outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.